Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated in (B)(6) laboratory. Visual inspection of the device revealed that vapr clplse90 electrode w hand cntrls has the plate detached from the tip. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not returned in the original packaging. The active tip is detached from the device. The active tip was not returned. The device shaft was distorted and twisted around so that the active tip face was on the opposite side to the standard assembly method. Residue was visible in suction tube. Neither electrical nor functional test could be performed due to the condition of the device. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. A DHR review has been performed with the manufacturing process have been indicated no issues which might explain the failures observed. The complaint reported that the 'metal piece fell off'. The device was returned with the active tip detached. The suction tube has eroded at the juncture between itself and the active tip, causing the active tip to detach. It was noted that the device shaft was distorted, and the active tip face was on the opposite side of the device than would be expected. Visual inspection revealed that the suction tube has been significantly rationale: eroded on the returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The failure mode seen is consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure were identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause of the tip detachment can be attributed to extended use misuse. Further inspection of the device also observed the condition of the shaft indicates the device has been subject of excessive force - misuse, to the point where the handle has been turned 180 degrees. The risk assessment indicates the risk is at an acceptable level. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown UDI: (B)(4).

Event description:
It was reported from china by the sales rep that during an unspecified surgical procedure on (B)(6) 2024 the cordcutter device metal piece fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it was found that the device do not show any structural anomaly, also the plate appears to be detached from the device tip; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. The expiration date and device manufacture date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.